Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and with corroded battery tube. The insulin pump was tested with a good battery cap: no blank display during testing, no damage found on the lcd isolation tape noted, no missing segment/partial display and no cracks on the lcd window noted also, the insulin pump had normal operating currents. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen was fading in and out. Customer's blood glucose was 130 mg/dl. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.